Event description:
It was reported the customer had a motor error alarm on their insulin pump. The customer's mother also reported receiving a compromised force sensor system alarm. The customer's blood glucose was 139 mg/dl. The customer was disconnected from the call before further information was collected. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.